Event description:
It was reported that the cup was well fixed. Persistent pain, pain on movements, never recovered from pain post-op. Revision done in 2008.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.